Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had the insulin pump off for 2-3 days and the battery died, the customer replaced the battery and corrected the date, since then, his blood glucose has been really high. The customer's blood glucose was at 400-500 mg/dl at the time of incident. The customer's current blood glucose is 540 mg/dl. No medical intervention was required. Troubleshooting was performed. Nothing is returning.